Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient developed a skin reaction that consisted of itching, rash, redness, inflammation and an abscess underneath the sensor pod. The patient consulted with a doctor on (B)(6) 2022 and was prescribed antibiotics in which he was instructed to take for seven days and then was extended to take for another seven days. At the time of the report, the patient was doing fine and the reaction was healed. No additional patient or event information is available.